Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for 30 minutes. There was no reported impact to customer's blood glucose level. Customer declined tandem technical support to follow up regarding the reported issue.